Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter,during a procedure, while using the device, it broke at its tip and damaged the ejection system that could not be placed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter,during a laparoscopic procedure, while using the device it broke at its tip and damaged the ejection system that could not be placed. A new device was used to complete the case. Event happened during procedure but the device was not used on the patient. There was no patient harm.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one photo and one device. The visual inspection of the returned photo depicts the cam on one of the jaw legs was disengaged from the driver. The clip counter was no longer active and there were no clips in the shaft. The device was received fully fired, and a functional test could not be performed because the device was engaged in the end of firing safety interlock. In addition; cam on one of the jaw legs was disengaged from the driver. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the disengaged jaw cam condition may occur when one of the jaws legs gets forcefully pulled outward away from the center line of the shaft. The noted jaw cam disengagement impedes functionality of the jaws, possibly resulting in clip malformation and/or difficulty removing the instrument from a trocar. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.